Manufacturer narrative:
The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that the drip chamber separated from the tubing during an infusion of 10% dextrose. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the drip chamber separated from the tubing was confirmed. Visual inspection confirmed that the sample was received in two pieces; the separation occurred at the lower drip chamber to tubing joint. No solvent was identified to the tubing. The root cause that the drip chamber separated from the tubing was identified as a manufacturing issue, separation occurred as a result of lack of solvent to the affected joint.